Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg for long period of time. No device malfunction suspected. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg will not be returned.